Event description:
It was reported that a pump declared a cartridge change error. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support completed follow up with the customer and customer was able to load a new cartridge and resume insulin delivery.